Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported that the room locked up and it was necessary to move the patient. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be an ias hardware error. The investigation of the log files confirmed that the system went into bypass mode because of the imaging acquisition system a (ias_a) not being ready. The ias_a event log file showed that ias_a started to report file system (ntfs) warnings the day before indicating a hard drive error. The driver detected a controller error on a raid port. Therefore, the ntfs failed to flush data to the transaction log. At the time of the present event these warnings can also be found in the ias_a event log file. The system went into the bypass mode where only continuous fluoroscopic imaging with compromised image quality is available in plane a only and the scenes cannot be saved and reviewed. The ias_a image hard drive was replaced and the system functionality was restored. No further corrective action in the field is planned at this time.